Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis. (B)(4).

Event description:
During a rotator cuff repair using the healicoil rg sa 4.75mm w/2 ub-bl, cbrd bl, it was reported that as the anchor was being inserted, it cracked and broke into many pieces. The surgeon completed the procedure with a larger size (5.5mm) anchor and placed it into the same site. The pieces were removed with grasper, irrigation and flushing. There were no reports of patient injuries or complications.